Manufacturer narrative:
(B)(4). (B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on with the power button. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported that during a laparoscopic sigma procedure, after about 2 hours there was an alarm on the generator. Operating room staff couldn`t see the error code because it was too dark. After the alarm, the active branch of the device broke off the instrument. Some pieces fell into the patient but could be removed successfully again. An operating room member reported that during the procedure it had been worked a lot with clips (instrument probably hit metal several times). The procedure had to be continued with a new device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.